Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 16mm synergy xd stent balloon expandable stent was selected for a procedure. Pre-dilation was performed. While inserting the 2.25 x 16mm synergy xd stent balloon expandable stent, the stent strut became lifted. The stent was removed outside the patient successfully. No patient complications were reported in relation to this event.